Event description:
It was reported that about a month ago the patient fell backwards on her implant and had about 100 pounds fall on her. The patient said that she has had pain at the ins (stimulator) site on and off since then. The patient said that the ins sits right where her clothes were and the pain goes towards her spine. The patient reports a shocking or jolting sensation. The patient said that she had stimulation on 4, but when she turned it on she got "the jolt of my life." The patient decreased stimulation to 2.5 and had diarrhea. The patient wanted to know if she could have her device explanted. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0buyy, implanted: (B)(6) 2013, product type: lead. (B)(4).